Event description:
The customer reports the jaw broke during a laparoscopic cholecystectomy while grasping a hard gallbladder. It appeared to the customer that no parts were detached. No pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.